Manufacturer narrative:
No response from the user .unable to obtain clear product information and purchase methods, there are the following possible situations: counterfeit products. The physical state of the personnel during the test affects the test results. Ongoing follow-up to collect information.

Event description:
Customer feedback: several employees tested positive with ihealth and negative pcr followup.